Event description:
A replacement tape head slide spring appears to potentially, over time to change tension, causing the tape recording to be too fast, resulting in the cal pulse and data time duration to possibly become out of tolerance/specification. The units with this spring passed all tests during the manufacturing process.